Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and isolated the issue to the backlight inverter printed circuit board (pcb).

Event description:
It was reported that, on start up an 840 ventilator generated a graphic user interface (gui) error message. The gui failed the power on self test (post). The ventilator was not in use on a patient at the time the event occurred.